Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unknown), the device did not discharge at 200 joules. The clinicians were able to obtain another device to treat the pt. There was no adverse effect to the pt as a result of the reported malfunction. The facility biomed department indicated that this was an isolated occurance with this unit, and were unable to duplicate the complaint. The biomed department suspects that user error was responsible for the alleged malfunction.